Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber body was broken in two pieces and the fiber connector was separated from the fiber body. The microscopic inspection confirmed that the fiber tip was slightly degraded. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break thus leading to the fiber breakage. The reported complaint was confirmed.

Event description:
It was reported that during the flexible ureteroscopic lithotripsy procedure, the fiber used got damaged in the first use. Due to this, the procedure was completed using another device. There were no patient complications. Analysis of the returned device identified that the fiber was broken into two pieces.